Event description:
It was reported that when patient presented over merlin.net transmission, right ventricular lead impedance was found high. Patient was further testing in clinic. High impedance trend was noted for last four months. Defibrillation threshold testing and lead revision was recommended.